Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported entrapment of the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use (IFU) hi-torque guide wire, pta, ptca, stents, ce states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not deploy a stent such that it it will entrap the wire between the vessel wall and the stent. In this case, the reported entrapment of the guide wire does appear to have caused or contributed to the reported complaint. A cine was received and reviewed by an abbott vascular clinical specialist. The report stated that the versaturn guidewire tip became disconnected from the guidewire body and, consequently becoming entrapped between the implanted stent strut and the wall of the lad. The report further stated that there was no attempt to snare the tip and remained in the patient¿s body with no sequalae. The oct images provided support the claim on the report as well as the still images that were included in the report. The cause of the wire becoming entrapped under the struts of the stent could not be ascertained by the images sent provided. Although the cine review was unable to determine a conclusive cause for the entrapment of the device and separation, based on the reported information and returned analysis the investigation determined the reported entrapment of the device, material (tip) reparation and treatments appear to be related to user error. Based on the reported information, it is likely that the versaturn guide wire was not pulled back prior to stent deployment causing the stent to trap the wire between the stent and vessel wall. Manipulation against resistance likely resulted in the tip separation and noted coils damages during retraction. The separated tip remains embedded in the anatomy by the stent. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery. A 3x38mm xience sierra stent delivery system (sds) was used with a versaturn guide wire without resistance. The stent was implanted without issue; however, the tip of the guide wire got caught in between the implanted stent and the artery wall and became separated. It was confirmed that the stent is fine, and the tip remains embedded in the anatomy. No treatment has been performed. There was a clinically significant delay in the procedure. No additional information was provided.